Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia and also reported battery cap damage. The customer reported hyperglycemia and hypoglycemia treated with an insulin pump (subcutaneous insulin infusion). The troubleshooting was performed. The event involved products mmt-397, mmt-332a, and mmt-1715k. The customer reported the battery cap as damaged. No further patient complications were reported. No product return is required for mmt-397. No product return is required for mmt-332a. No product return is required for mmt-1715k.

Event description:
Updated summary: on (B)(6) 2024, customer reported having a lot of low blood glucose values. Then, when customer treats the low by an unknown method, the blood glucose would go too high. High was treated with insulin pump. Incident date is (B)(6) 2024 for pump (same as notified date since no specific event date was stated). Helpline could not reach customer to troubleshoot. It was unknown if pump was used within 48 hours of the low and high. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.